Event description:
It was reported that a patient underwent a dental osteotomy procedure on an unknown date around last summer and suture and a plate was used. The postoperative x-ray showed what looked like a piece of wire, but it was judged that it would not be a problem if it was removed at the time of plate removal, so it was left in place. When it was removed, this time, the shape of the piece of it closely resembled a needle tip. What appeared to be needle fragment was found in the gum. The patient's condition was normal during the period when the fragment was left behind. The patient's progress after procedure is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 472 ¿g/m vicryl h6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Confirm that the needle piece was removed at the time of the plate removal. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please open additional complaints if additional surgeon(s) have reported this event also. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unk. Date of index surgical procedure?=>unk. The diagnosis and indication for the index surgical procedure? =>unk. On what tissue was the suture used?=>unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)?=>normal. What instruments were used to grasp the needle?=>unk. Where was the needle grasped during use?=>possible to grasp the tip of needle because there are surgical marks around it. What was the size of the broken needle fragment?=>4mm. Confirm that the needle piece was removed at the time of the plate removal.=>yes. Please describe any medical/surgical intervention required for this suture event including dates and results. => if any new information will be made available, the additional information will be submitted in ecm note. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?=>no. Other relevant patient history/concomitant medications?=>no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>the physician have three reasons that the product returned is vcp772d. (1) vcp772d is a suture commonly used in dental surgery. (2) some doctors have experienced needle breakage of vcp772d in dental surgery. (3) the appearance of the needle tip of vcp772d is very similar to that of vcp772d. What is the patient's current status?=>good condition. Lot number?=>unk. If applicable, will product be returned? If so, please provide the return date and tracking information.=>the device has been received at sukagawa and will be shipped. Please check rmao. Surgeon¿s name?=>unk.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code vcp772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of sample revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch number is unknown.